Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the selftest, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test or verify external ram crc error alarm and operating currents due to motor error alarms. Pump received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and external ram crc error alarm. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.